Event description:
It was reported that cardiac resynchronization therapy (crt) patients are underpaced because of t-wave oversensing (twos) and that the twos prevented the delivery of crt with this device. The physician also reported that it was frequently seen in patients with hypertrophic cardiomyopathy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).